Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the aspiration flow drops abruptly during the phacoemulsification phase. The hand piece was changed; however, the problem persists. The cassette was replaced and equipment operated normally. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The returned cassette was visually and functionally tested and passed testing. No contributing this is the second complaint reported for this finished goods lot; however the first for this issue. Review of the device history record indicates the order was built to specification. The root cause of the customer's complaint could not be determined as a sample was not returned. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).